Manufacturer narrative:
(B)(4). Upon receipt the complaint defect was confirmed. The acrylic pipe light has broken away from the blade and the tip is broken off and missing from the pipe light. Based on the visual exam, the reported complaint was confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges the device blade broke at the hub when being put on handle prior to use on patient. Alleged defect detected prior to use on patient. No report of injury or harm to the patient. Patient's condition reported as "fine".

Manufacturer narrative:
(B)(4). The device has been returned. Investigation into said device is in progress at the time of this report.

Event description:
Customer complaint alleges the device blade broke at the hub when being put on handle prior to use on patient. Alleged defect detected prior to use on patient. No report of injury or harm to the patient. Patient's condition reported as "fine".